Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming unit (cfu) of bacillaceae. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to device cleaning, disinfection, and sterilization. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the cysto-nephro videoscope tested positive for 1 colony forming unit (cfu) of staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus reprocessed the subject device according to the instructions in the IFU and provided the following result of the culture test, performed at the third-party labs: sampling date: dec 29, 2023. Sampling from: all channels. Cfu: >1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As to the reprocessing methods of cyf-vh, there were descriptions in ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual.¿ the reported phenomenon might be prevented by following the descriptions. Olympus will continue to monitor field performance for this device.